Event description:
A malfunction alarm was reported with the pump, identified by malfunction code "malf 0." The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer reported multiple occurrences of the same malfunction and reverted to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.